Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller fault alarm could not be confirmed through this evaluation. It was reported that the patient experienced a ¿fault¿ alarm and troubleshooting was attempted. The ¿fault¿ alarm resulted in a system controller exchange by the patient. Additional information reported the log files were unavailable, and the alarm issue resolved after the system controller was exchanged. It was reported the exchanged system controller will not be returned for evaluation. A root cause of the fault alarm issue could not be determined. Device history record indicated the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms. Controller fault alarm. ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a "fault" alarm on the system controller, which was troubleshooted by exchanging the system controller. As of 29apr2025, no log files from the time of the event were available. The system controller had been exchanged by the patient independently at home. The exchange resolved the event and the exchanged system controller would not be returned.